Event description:
It was reported that the patient presented for a scheduled generator changed. Prior to the procedure it was noted that the right ventricular lead exhibited noise. The noise could not be reproduced. It was noted that the lead had dislodged. The physician decided not to replace the lead. Programming changes were performed. The patient was in stable condition.